Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, documentation, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor high-flex ansel guiding sheath was returned with the dilator fully inserted. The sheath tubing was separated and 21.5 cm of exposed coil was exiting the proximal separated section at the distal end. The proximal, distal, and total length of the sheath was measured and was within specification. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirement, each sheath is 100% inspected and verified prior to release. A review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. The device history record for the sub-assembly lot was reviewed and one non-conformance was noted; however, all non-conforming product was re-worked prior to completion of the final lot. It should be noted, there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. However, appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a procedure, the flexor high-flex ansel guiding sheath unraveled inside of the patient. Additional information regarding patient anatomy, event details, and patient outcome has been requested, but is not available at this time.

Manufacturer narrative:
It was later clarified by the customer in a response to a request for additional information that the flexor high-flex ansel guiding sheath unraveled during removal approximately ten (10) centimeters (cm) from the tip; the dilator was not in place and no other devices where in the lumen of the sheath when the event occurred. It was noted that resistance was encountered when pulling the sheath back. Access was gained through the right groin into the soft common femoral artery (cfa) endarterectomy patch (without calcium). It was reported that the right groin had prior surgical exposure, and there was a prior access issue with another manufacturer's sheath. The customer stated that 0.035 and 0.018 inch diameter guide wires, two other manufacturer's catheters, and a 0.018 angioplasty balloon were utilized through the flexor high-flex ansel guiding sheath. Another manufacturer's sheath was inserted using pedal access during the procedure. The patient was noted to have steep aortic bifurcation and scarred anatomy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient was reported to have expired due to cardiac causes during a separate open procedure unrelated to this event. This event is currently under investigation. A supplemental report will be provided upon conclusion.